Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues, the device appears to be in good conditions. No detached/separated were found during the testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID#(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. During the procedure, an opticross¿ was selected for use. However, it was noted that the device delivery shaft was fractured. The opticross¿ was simply removed from the patient's body. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. During the procedure, an opticross¿ was selected for use. However, it was noted that the device delivery shaft was fractured. The opticross¿ was simply removed from the patient's body. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.